Manufacturer narrative:
The device has not been returned for evaluation and processing. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided indicated that there might have been a delay in reprocessing a ec38-i10l video colonoscope, due to a deep freeze in (B)(6). The scope has not been returned for further evaluation.